Event description:
It was reported that this right ventricular (rv) lead was exhibiting high impedances above 2000 ohms and was surgically abandoned. No additional adverse patient effects were reported.